Manufacturer narrative:
PMA/ 510k p100022/s001. The ziv6-35-125-6.0-40-ptx stent of lot number c772688 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support this investigation. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then pta was performed. The patient had a favourable outcome. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It can be noted that worsened claudication was observed on the patient. Worsened claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available, a definitive root cause of this event cannot be determined. It may be noted that as per the package insert, restenosis of the stented artery and worsened claudication are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number c772688. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then pta was performed. The patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: two zilver ptx stents were placed in the left sfa. On (B)(6) 2016: 100% restenosis was confirmed in the lesion. (Worsen claudication was observed.) Then, pta or additional stent placement with zilver ptx was performed. (As of (B)(6) 2016, it cannot be determined which pta or additional stent placement was performed.) Information updated on 8/dec/2016 ((B)(6)): it was confirmed that no additional stent placement was conducted but only pta was performed. Reference also report # 3001845648-2016-00396.